Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 40 mg/dl as well as high blood glucose level over 600 mg/dl. Customer declined troubleshoot for high and low blood glucose level. Customer was treated with snack for low blood glucose level. The insulin pump will not be returned for analysis.